Manufacturer narrative:
Investigation evaluation: our evaluation of the product confirmed the report as described. A visual inspector was performed on the electrical pin and only slight discoloration at the tip was noted. The prongs of the electrical pin had the appropriate amount of spacing. The snare head extended and retracted during handle manipulation. Continuity of the electrical pin to snare head was evaluated with an ohm meter and passed. The inner diameter of the handle socket measured with specifications. An olympus (B)(4) maj-860 active cord was returned with the complaint device. The olympus active cord was attached to the snare's electrical pin within the handle socket. The olympus active cord did not fit snugly or securely to the handle socket. When the security of the active cord fit to handle socket was checked the active cord would remain within the handle socket without having to hold it but would slide out approx 2mm. The continuity of the olympus active cord was checked with an ohm meter and it failed the continuity inspection. There were no defects noted on the snare device that would explain the lack of continuity or failure to fit snug into the handle socket. A cook active cord was used to test the returned snare. The cook active cord fit snug in the handle socket and there was an audible click and positive attachment. When the security of the cook active cord fit to handle socket was checked the active cord would not slide out without a firm tug and gave a audible click that signaled separation from the handle socket of the snare. The continuity of the cook cord to the returned snare head was tested with an ohm meter and it passed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. However we can advise that the return olympus active cord failed continuity and fitting compatibility test with the cook snare. The instructions for this product states, "inspect active cord. Cord must be free of kinks, bends, breaks and exposed wires to allow for accurate transfer of current. If an abnormality is noted, do not use active cord. Securely connect active cord to device handle and electrosurgical unit. Active cord fittings should fit snugly into both device handle and electrosurgical unit. Following instructions from electrosurgical unit manufacturer, position pt return electrode and connect it to electrosurgical unit." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
This medial facility has been using the cook acusnare polypectomy snare with their olympus active cord for over 2 years. When this active cord is connected to the cook asdb-25-015-s, the olympus active cord is loose on the snare fitting. The nurse has to hold it together instead of plugging it in a d simply operating the handle. During the particular incident, the nurse received what was described as a tiny electrical shock while holding the snare handle against the active cord connector. A new duckbill snare was used to finish the procedure successfully. There was no injury to the nurse or the pt.